Event description:
It was reported that after opening the package for a bd discardit¿ ii syringe w/o needle, the customer noticed small plastic particles. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Additional information: medical device lot #: 1805177. Medical device expiration date: 4/30/2023. Device manufacture date: 5/3/2018.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after opening the package for a bd discardit¿ ii syringe w/o needle, the customer noticed small plastic particles. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that after opening the package for a bd discardit¿ ii syringe w/o needle, the customer noticed small plastic particles. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: DHR:we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2022 (may 12th ¿ 13th, 2018). Needles were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8127719 (may 7th ¿ 14th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lot #8128591, #8119953, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8128595, #8119957, and no problems, defects or qn related to the reported issue were found. We have been provided with the affected samples. After the evaluation of the returned samples, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Conclusion(s): particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.